Event description:
Following the manufacturer's ifus, some of the blades and handles are coming out of sterile processing with some rust. Also, the panel on the blade where the light is transmitted, there is evidence of warping on some of them, the lip and the end of the fiberoptic channel on some of the blades have become sharper, and noticeable wear and tear of connecting parts between blade and handle on processed blades. Providers are having to wrap gauze around the handles to avoid injury when using the device.